Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional h-3 summary: no product was returned for evaluation to determine the assignable cause of the it was reported performance needle breakage; therefore, the reported failure could not be evaluated. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdm801, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used for a pulmonary valve repair. During the procedure, on cannulation, the suture frayed and the needle broke off. There were no adverse patient consequences reported. No additional information was provided.